Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass procedure, the perfusionist was trying to un-jam the occlusion on the roller pump and then broke the occlusion tongue. As a result, an alternate device was employed. The surgical procedure was completed successfully, and there were no delays, no blood loss or no adverse consequences to the patient.

Manufacturer narrative:
The field service representative (fsr) replaced the occlusion tongue on the roller pump. The fsr also left a spare occlusion tongue with the customer. The unit operated to manufacturer specifications and was returned to clinical use. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.